Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation but there was no sample material remaining. The customer did not provide any additional information. Based on the data available, the investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a questionable positive result for 1 patient sample tested for elecsys toxo igg immunoassay (toxo igg) compared to the architect method. The elecsys toxo igg result was 3.21 (positive). This result was provided to the gynecologist who requested repeat testing at another laboratory. The sample was tested by the architect method and the result was "negative." The actual result was not provided. The reporter stated the same results were obtained with a previous sample from (B)(6) 2019. The toxo igm results from the elecsys method and the architect method were both "negative." The actual results were not provided. The instrument and serial number were not provided.